Event description:
A large recurrent parastomal hernia nad ventral hernia were repaired after acell psmt and micromatrix. Subsequently a small 2x3 cm lower pole wound opening/dehiscence was identified. Local care was undertaken and healed at 3 weeks post-op.

Manufacturer narrative:
There was no direct report provided to acell regarding this event. The events were incidentally identified on a poster presented that related a retrospective study. A comprehensive investigation was immediately conducted on discovery. Although no lot number was confirmed, all possible lots were involved were examined and records purported they were manufactured and distributed sterile in compliance with FDA, state, local, and manufacturing operating procedures. There was no report of device failure at the time of surgery.